Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump emitted replace cartridge alarms despite changing the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/21/2015 with the following findings: there were low cartridge warnings, per normal pump function, observed in the black box history. The pump¿s low cartridge warning setting was set at 20 units. During testing, the pump performed the ezprime sequence with no alarms or issues occurring. The pump was exercised for 24 hours on a 1 unit/hour basal rate and the pump correctly recorded 24 units in the total daily dose. The pump was able to load a 25 unit cartridge. A 10 unit bolus was performed and the pump emitted a low cartridge warning per normal pump function. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.